Manufacturer narrative:
H6: investigation summary: one sample model#: 2426-0007, lot#: 23019135 was returned for investigation. The set was examined for defects and abnormalities. A hole was found, at the base of the silicone segment causing a leak. A quality notification was sent to the manufacturer. The root cause is unknown. And not related to the manufacturing process. A device history record review for model#: 2426-0007, lot number#: 23019135 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set.

Event description:
It was reported, that the bd alaris pump module smartsite infusion set occluded. The following information was provided by the initial reporter: mivf primed and connected to newly placed piv, but pump immediately read an occlusion. With the pressure graphic on the pump solidly gray to the maximum amount of pressure.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set occluded. The following information was provided by the initial reporter: mivf primed and connected to newly placed piv, but pump immediately read an occlusion with the pressure graphic on the pump solidly gray to the maximum amount of pressure.